Manufacturer narrative:
(B)(4).

Event description:
It was reported that in hpt a week after the catheter was placed, the catheter was replaced due to an occlusion. As a result, the catheter was removed and a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination and functional testing of a returned product sample. The customer provided a single lumen catheter with an injection cap. Several bends along with a kink near the 42 cm mark were observed. The sample was tested by injecting water with a 10 ml syringe. Normal flow was observed through the catheter, however the catheter could become occluded by bending it at the observed kink. A review of manufacturing records did not yield any relevant findings. The provided instructions includes several precautions to prevent kinking during use. Since it was reported that the occlusion was found a week after catheter insertion, operational context caused or contributed to this event. No further action will be taken.